Event description:
Scope removed. Six shooter not on end of scope. Physician pulled on string - string broke. Scope reintroduced but band hander not visualized. Piece of equipment was passed in stool.